Manufacturer narrative:
H1: a correction was made to update the most accurate information regarding type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported removal surgery is scheduled for august 6th as revision is not a good option for probability of it improving lead function <(>&<)> replacement is also not an option.

Event description:
Additional information was received from the patient (pt). The pt was asked if the cause of the ins shifting was determined, and pt reported it was not proven, but due to an unstable knee joint the pt fell down two steps landing with their right leg down and left leg up. Pt met with two reps to attempt reprogramming, and one rep contacted the doctor's office for a possible revision. The issue is not yet resolved, they are waiting to hear from their doctor. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient reported the therapy is not working correctly for the last few days. Patient stated she had to turn the stimulation up 5 times instead of 1 or 2. Patient reported she can only feel stimulation in the lower back down to her legs when she used to feel stimulation all the way up her back. Patient mentioned she is waking up with her back hurting and having to go to the bathroom during the night. Patient stated something may have shifted a bit. Patient services specialist asked clarifying questions and patient said she has an appointment with healthcare provider on (B)(6) 2024 at 11am.  The patient was redirected to their healthcare provider to further address the issue.